Event description:
Pt was revised to address a loose patallar component. Poly wear of the tibial insert was also found.

Manufacturer narrative:
Examination of the submitted tibial insert component confirms polyethylene wear consistent with eight years implantation. Review of the device history records did not reveal any manufacturing anomalies or deviations. The investigation could not draw any conclusions about the reported polyethylene wear, as no evidence of unusual or premature wear was identified. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.